Event description:
It was reported that bd insyte autoguard needle was slow to retract the following information was provided by the initial reporter: incident with insyte cath IV. IV was placed into patient and nurse had to depress the retraction button several times before needle finally retracted back into the body. 1apr no adverse event or serious injury reported to patient or health care professional. Nurse was able to utilize the IV cath as intended after the needle retracted into the body. Patient was unaffected. No health consequences reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381434 and lot number 3314692. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.